Manufacturer narrative:
Approximate age of device - 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was admitted for elevated lactate dehydrogenase (ldh). Technical services reviewed the submitted log file and observed intermittent power and flow elevations. No other unusual events reported. Additional information was requested but not provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The submitted log file confirmed low flow alarms, as well as minor elevations in power/estimated flow. Upon disassembly of the device, a deposition was found surrounding the inlet bearing cup/ball. The deposition was tissue-like in nature, denatured, and displayed laminated layering, suggesting that it developed in the pump over an undetermined amount of time while the pump was operating. The observed deposition could have contributed to the reported rise in lactate dehydrogenase (ldh). Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that lactate dehydrogenase (ldh) decreased with milrinone and heparin treatment. The patient was placed unos status 1a on the heart transplant list and received a transplant on (B)(6) 2018.